Event description:
It was reported to philips that the pc would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not power up. The philips engineer suggested a service, but the service quote has been cancelled by the customer as the third party resolved the issue. No further information available regarding the reported issue as the customer cancelled the service request and no work performed by philips. The resolution remains unknown to philips. The codes were updated based on the investigation outcome.